Event description:
A report was received that the patient had some discomfort with one of the stitches. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.